Manufacturer narrative:
Mean and mode used. B3: publication date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, ¿migs in severe glaucoma: 12-month retrospective efficacy and safety of microinvasive glaucoma surgery with cataract extraction." Reportedly following cataract plus trabecular microbypass stent procedures in seventy-one (71) patients, one (1) patient presented postop with cystoid macular edema (cme). Any omitted information was not available at the time of report. See attached article for further details. Reference doi:10.2147/opth.s465828.